Event description:
Patient was revised to address infection.

Manufacturer narrative:
No product was returned. The investigation was limited to the information provided as the lot number required to perform device history and complaint history review was not provided. The investigation could not draw any conclusions based on the information provided. The initial report indicates that it is not suspected that the product is out of specification or contributed to the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.